Event description:
A review of the maude database identified the following event. " mic-key procedure completed, private rn that accompanied the patient to radiology attempted to feed through the new tube, and the balloon was broken." No additional information was provided in regards to the patient's status.

Manufacturer narrative:
There is no information provided regarding the return of the actual complaint product to the manufacturer. A review of the device history record for the reported lot number is in-progress. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).